Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that telemetry transmitters were in comm loss with the central nurse's station (cns). There was also sawtooth waveforms and a gap of arrythmia data missing from between 16:00 and 7:30 military time. They also had a missed arrythmia event at 22:37 that did not alarm and never appeared in the arrythmia alarms list. This was happening randomly. No patient harm or injury was reported. Investigation summary: additional information was requested from the customer but, no further information was provided by the customer regarding this event. Based on the available information, a definitive root cause could not be identified. As this issue is intermittent with communication loss issues, it is possible that the event was likely due to a network related issue. Network issues may cause interruption in the communication of the cns and the telemetry device. It is also possible that the alarm settings set by the user were not configured correctly. Due to the lack of information, a definitive root cause could not be identified. A review of the history of the serial number identified no further reports of the issue.

Event description:
The biomedical engineer (bme) reported that telemetry transmitters were in comm loss with the central nurse's station (cns). There was also sawtooth waveforms and a gap of arrythmia data missing from between 16:00 and 7:30 military time. They also had a missed arrythmia event at 22:37 that did not alarm and never appeared in the arrythmia alarms list. This was happening randomly. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss of the telemetry transmitters on the central nurse's station (cns). Upon further investigation, the customer saw that there were also sawtooth waveforms and a gap of arrythmia data missing between 16:00 and 7:30 military time. They are also stating that there is another issue where a patient did have a rhythm and found that at 22:37 there was an alarm that never sounded and never showed up on the arrythmia alarms list. This happens randomly to telemetry and not to all them. The customer has been contacted multiple times for data to investigate this issue, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the telemetry transmitters were being used in conjunction with the cns, but not model or serial numbers were provided.

Event description:
The biomedical engineer (bme) reported that there was communication loss of the telemetry transmitters on the central nurse's station (cns). Upon further investigation, the customer saw that there were also sawtooth waveforms and a gap of arrythmia data missing between 16:00 and 7:30 military time. They are also stating that there is another issue where a patient did have a rhythm and found that at 22:37 there was an alarm that never sounded and never showed up on the arrythmia alarms list. This happens randomly to telemetry and not to all them. The customer has been contacted multiple times for data to investigate this issue, but they have been unresponsive. No patient harm reported.